Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Pn#00631005832 ln#62030377 name: liner 10 degree elevated. The device will not be returned for analysis remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00181.

Event description:
It was reported a patient had a right hip arthroplasty on an unknown date. Subsequently the patient was revised approximately two (2) weeks ago. Surgeon described the patient having pain and adverse tissue reaction due to corrosion/alval. Attempts have been made and additional information on the reported event is unavailable at this time.